Manufacturer narrative:
Medtronic received information from this patient's physician that there was no problem with the annuloplasty band. The patient previously had a complex, minimally invasive mitral valve repair, and the physician noted some clearly rheumatic changes in the valve at that time. During reoperation, the physician noted abundant scar formation over the intact annuloplasty band as well as scarring and shortening of the patient's native leaflets and chords. The patient later developed severe dyspnea from mixed mitral regurgitation with moderate stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. A supplemental medwatch will be submitted if additional information is received.

Event description:
Medtronic received information that three years, four months post implant of this annuloplasty band in the mitral position, this product was replaced with a bioprosthetic mitral valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.